Event description:
Powerpicc provena microez microintroducer sheath 5.0 f (1.8 mm ID x 2.5 mm od x 7 cm length) with vessel dilator (0.5 mm ID) was unable to thread through insertion site; tip of outer cannula of the sheath buckled and was unable to maintain the shape integrity during insertion attempt, requiring stopping insertion of sheath to prevent injury to patient.